Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure using a polarx catheter the patient experienced phrenic nerve palsy. During ablation of the right inferior pulmonary vein (ripv), after approximately 160 seconds, the diaphragm movement sensor (dms) indicated a decrease in diaphragm activity. The ablation was stopped, and the balloon was deflated. It was reported the phrenic nerve movement did not recover during the procedure, but the procedure was completed successfully. The catheter is not expected to be returned as it was disposed of by the site.